Event description:
A customer contacted beckman coulter inc (bci) stating that the unicel dxc 800 pro synchron clinical systems intermittently generates false low sodium (na) and false high chloride (cl) results. The na example, provided by the customer, shows the original na result of 128mmol/l repeated as 130 and 132mmol/l, which was reported. Verbal cl examples exceeded assay precision. Per customer, a cl result of 115mmol/l would repeat as 104-107mmol/l. No wrong results were reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned an electrolyte injection cup (eic) and found a flapper on valve cracked. The fse replaced multiple parts. Although hardware issues were addressed, a clear root cause for this event has not been determined.